Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the active insulin amount delivered by the blood glucose meter changed within a few minutes. The amount increased from 1.1 to 1.5 and 2.3. It was reported that there were no additional entries to the blood glucose meter during this period.